Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510(k): k011028, k013227.

Event description:
It was reported that implant fractured in the patient's mouth at tooth location number 29 and needed to be removed. No injury to the patient was reported and the patient will return for additional appointments.

Manufacturer narrative:
One tapered screw-vent implant (tsvb10) was returned for investigation. Visual evaluation of the as returned products identified that the device was fractured (images 1 & 2). Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted. The reported device had been placed on tooth #29 (universal) for approximately 11 years. X-ray was provided and fracture was observed (file: x-ray). Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60765216). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (60765216). No other complaints about nonconforming products were identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.